Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the rep was at a case, and when the healthcare provider inserted the lead into the ins, impedance was tested and 3 of the contacts were out of range. The healthcare provider then took the lead out, wiped and reinserted the lead into the header, and confirmed the blue light was seen on the ins. This was done 5-6 times, and impedance continued to be out of range. After 5-6 times the healthcare provider did not hear the clicking sound from the torque wrench, and they could pull the lead out of the header. It was later reported that the battery would not attach to the implanted lead. The screw of the battery would not tighten therefore impedance came back negative. The doctor never heard it click, and they tried 7 times (impedance). The healthcare provider then used a different ins and it worked fine. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.